Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the correct product code of the device? What is the product code of the reload? When the device was stuck on tissue, how was it removed? Did the device jaws eventually open?

Event description:
It was that during an unknown procedure that the device only cut half way then stopped and was stuck on the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.